Event description:
In 2005, cath lab reported that in 2005 a patient died during a cath procedure in which her pulmonary artery was ruptured during a catheter insertion. As part of their hospital's risk management investigation they are questioning the vitals that were reported in the patient's chronologic log (physiolog system) during the portion of the case in which the code occurred.